Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting and explanting surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a transobturator tape mid-urethral sling procedure performed on (B)(6) 2015 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was taken to the recovery room in good condition. On (B)(6) 2020, the patient presented with mesh erosion and a benign right labial cyst. The patient then had the cyst removed along with the exposed sub-urethral sling. During the procedure, a vaginal retractors were used to see the sub-urethral lining and vanderbilt clamps were used to apply traction. Right at the point where the sling met the vaginal mucosa, the sling was cut out with a knife such that neither side of the incision had any exposed mesh. The base of the sling had some denudation, which was covered with a 4-0 monocryl suture. A minimal amount of blood loss occurred, and irrigation was done. The treatment was also finished once the foley catheter was taken out. The surgery was successfully tolerated by the patient, who was thereafter transferred in good condition to the recovery area.